Event description:
A nurse reported that vitrectomy did not cut before the pars plana vitrectomy surgery. The surgery was completed after replacing the product with another cassette. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).